Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
With weight in the unit it slowly creeps down and the ball joint has a little oil leaking out.